Event description:
It was reported that the balloon catheter was put onto the guide wire and the inflation device was attached. The balloon catheter did not inflate with the initial or subsequent inflation. The balloon catheter was removed and another company's balloon was used without further problems. The event is being reported based on investigational analysis, in which the balloon was found to be separated.